Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a delivery issue, stating she had received the replacement meter but had not received the replacement test strips and was therefore unable to test. Customer had initially reported receiving unspecified error messages on her adc blood glucose meter. Customer further reported that on (B)(6) 2015 at approximately 9:00 p.m., she experienced feeling tired, sweaty, and felt chills and stated that she "was losing consciousness" so her husband "had to give (her) a glucagon shot". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.